Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this 3x12 embold fibered embolic device was returned with the perforations intact, wedge lock removed, with the delivery wire in the delivery sheath. The device was examined visually and microscopically to reveal the coil was detached from the coupler and stretched in the delivery sheath. Both couplers were bent and remained connected by the pull wire. The damage would have contributed to the resistance felt by the user, preventing the device from advancing.

Event description:
Reportable based on analysis completed on 04apr2025. The returned device evaluation revealed the coil was detached from the coupler. It was reported that the device was difficult to advance. This 3x12 embold fibered embolic device was selected for use during a renal artery embolization procedure. During the procedure, the physician selected the renal artery with a renegade stc 130 cm with minimal difficulty. It was noted there was some tortuous anatomy. They flushed the renegade stc prior to advancing this embold coil, then loaded and advanced the coil in normal fashion. Resistance was met when the coil approached the distal end of the renegade stc. They attempted to form the coil in the vessel and met resistance again. They opted to recapture the coil, and try a smaller and shorter embold coil, which advanced and deployed in the patient without difficulty. There were no patient complications as a result of the event.